Event description:
It was reported that the customer has issues with the insulin pump, and he was in the emergency room due to diabetes ketoacidosis and high blood glucose of 500mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm. The nurse stated that the drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the nurse to remove the cannula and it was not bent or occluded. Advised the nurse to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.